Event description:
The account alleges the brakes are not holding if the bed is suddenly pushed or moved the brake will release. No patient impact.

Manufacturer narrative:
The technician replaced the brake caster to resolve the issue.